Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (value not provided) with high ketones. Customer changed supplies, delivered boluses via the pump, and adjusted pump settings in an attempt to address the issue; however, blood glucose remained elevated. Customer ultimately administered manual injection and reverted to an alternate pump. Tandem clinical diabetes specialist met with the customer and recommended using an alternate infusion set as customer was using a 17mm cannula with a large amount of scare tissue at the infusion site. Customer reported feeling more comfortable using the alternate infusion set.